Manufacturer narrative:
The device has not yet been returned to maquet for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure the t.w. Power supply would not work. A replacement device was used to complete the procedure. The hosp did not report any pt effects.